Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, when transporting the unit back to service area, the caster was broken and wheel fell off ventilator. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The wheel base casting and casters were replaced to resolve the issue.